Manufacturer narrative:
This is one of two device reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac event and approximately two to three months later, the patient experienced another sudden cardiac event. It is further alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.